Manufacturer narrative:
The insulin pump was received with no act button response due to unlocked keypad connector on the lcd board. Unable to perform rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement tests due to no act button response. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the only buttons that is responding is the esc button. Customer's blood glucose was 456 mg/dl, which came down from blood glucose of over 600 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.